Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with an infection on their pacemaker and pocket erosion. The pacemaker was explanted prior to a hip surgery without further consequences. The patient was stable throughout.